Manufacturer narrative:
Zoll medical corporation has not received the product for eval and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to defibrillate a pt, the device displayed an "attach pads" message. Complainant indicated that the clinician obtained another device to continue treating the pt using the same electrode pads. Complainant did not indicate that there was any adverse effect to the pt due to the reported malfunction.